Manufacturer narrative:
(B)(4).

Event description:
This patient experienced a hematoma. No action was taken. The patient was monitored. The hematoma had resolved by a follow up visit on (B)(6) 2017.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.